Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was losing date and time settings after changing the battery and reservoir lip ring was chipped. Customer's blood glucose value was unknown. Customer also stated that insulin pump receives low battery alert after a week. The device will not be return for analysis.

Manufacturer narrative:
Device alarmed a21 after battery change and resets time/date to factory default due to c13 voltage leak at interface board. However, device was received with normal operating currents and passed self-test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test, reset alarms noted during testing. The reservoir tube lip was partially broken off but the test reservoir locked in place properly. (B)(4).